Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(13) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to how the reported "device jammed after the tenth staple" occurred. The instrument was cycled and fired the remaining 13 staples well formed. A properly formed staple was rec'd with the instrument. The experience reported by the surgeon could not be repeated during testing. Co reviews each incidence as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device jammed after the tenth staple. There was no pt consequence.